Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that two months post implant, the patient presented in the hospital with shortness of breath, nausea, and vomiting which occurred over a few weeks prior to hospital visit. An echocardiogram revealed massive cardiomegaly and large pericardial effusion resulting in cardiac tamponade. A pericardial window was placed and the fluid was drained. The patient did well through the remainder of his hospitalization and was discharged home. The lead remains implanted.